Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump module had a motor drive error. Then it was found that the air-in-line (ail) sensor was broken. The ail sensor was replaced and tested. No further information was provided.